Event description:
It was reported that the user experienced a low glucose event after being instructed not to eat following a non-diabetes medical appointment and subsequently input a meal announcement smaller than usual despite not consuming food. Symptoms included hypoglycemia with a reported value of 62 mg/dl. Outcomes included self-treatment with oral glucose without the need for assistance or medical intervention. Investigation included a review of device data and user-reported history. Investigation of this case revealed inconsistent meal announcement relative to actual intake and no device malfunction identified. It was concluded that the event was related to user management decisions regarding meal announcements and fasting, with no device failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.